Event description:
It was reported that the device as a broken tip. This condition generally causes straight shots, an MDR reportable failure mode.

Manufacturer narrative:
The subject product was found to produce straight shots which appears to be related to tip wear.